Manufacturer narrative:
(B)(4). Other devices used: catalog #00598005702, nexgen stemmed precoat tibial component, lot #62025997 - manufactured by zimmer bv - (B)(4). Catalog #90597005010, nexgen cr articular surface, lot #unknown . This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had an effusion that was treated by a puncture.

Manufacturer narrative:
The information provided indicates that the implants remain in the patient, and therefore cannot be inspected. No photographs were provided. These devices are used for treatment. The implanted components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined with the information provided.